Event description:
It was reported that information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was the caller reported the patient has been experiencing shocks up the back of their head for about 3 weeks and they are trying to figure out the source of the shocks. They are trying to understand if its something dental, related to the patients ear, or related to the dbs. The patient does not change their settings often and had not used the programmer or charged the tm91 communicator in an extended time. The caller wanted to turn therapy off to see if that would help with the shocks but they were not able to get the communicator to connect to the implanted device. They were encountering the "no device response" message. The following troubleshooting steps were performed: repositioned the communicator against the ins. Caller confirmed the ins was easy to locate and no visible changes to ins site or extension site. Caller also reported that the communicator would not power on when unplugged from charging cable. They had charged it overnight but it would only power on when plugged in. They first noticed the issue with the communicator and not being able to connect to the ins over the weekend. An email was sent to the repair department to replace the communicator.

Manufacturer narrative:
Product ID: b35200, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.